Event description:
Customer called to report unexplained high blood glucose levels (300-400's) that did not respond to boluses. She said that when she removed pod, the cannula appeared to be bent. Customer was able to activate new pod. No further info reported. The device will be returned for eval.

Manufacturer narrative:
The customer stated that she noted a kink in the cannula upon removal. The device was found to have been tampered with and damaged by the customer prior to return making any failure eval impossible. Unable to conclusively identify any specific failure mode in the returned device. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.